Event description:
About 25 out of 50 count bottle of the test strips gave error 3. (4 in a row yesterday), would not test, required use of another test strip, total of about 50 strips; wasted this month. Pt has to do repeated pokes, repeated testing, taking a long time to get an actual reading in order to get bg reading to dose insulin.